Event description:
Local FDA investigator received verbal report. Approximately 3 hours into treatment on dialysis, cardiac arrest occurred. CPR initiated. Pt transported to hosp via emergency medical service. Pronounced dead at hosp.